Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Brand name - taperloc complete primary femoral porous coated stem 5x130mm high offset type 1 taper. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient, who was enrolled in a clinical study, underwent a left hip revision procedure four days post-implantation due to a left periprosthetic femoral fracture. During the procedure, the femoral head and stem were removed and replaced. Cables were also used to complete the procedure.